Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion sensor seal was bubbled and delaminated. Functional testing was able to duplicate the reported problem. The expulsor was and downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not dosing enough. There was unknown patient involvement, and no patient harm was reported.